Manufacturer narrative:
As stated in the event description section, ad-tech responded back to the customer the day they were notified to obtain additional information. To date, the customer has not responded back. Thus, it is unknown what the outcome/current status is of the patient or if it is possible that the drill bit broke during an oblique trajectory. A follow-up email was sent to the customer on 8/2/2017. This medwatch report was inadvertently submitted to the FDA past the 30 timeframe in hopes to obtain the additional information for this report. An internal complaint investigation was performed for this issue. Specifically, a historical complaints review was completed for the alleged deficiency "drill bit broke while drilling". There have been zero (0) similar complaints for broken drill bits between 1/1/2015 and 6/5/2017. Based on this review, no trend exists in regards to broken drill bits out in the field. A batch record review was also performed on 6/13/2017 for the impacted product (lot 208140633, batch# 105816). (B)(4) drill kits were planned for this work order and (B)(4) were completed. There were no additional issues noted in the work order process notes that would contribute to the reported complaint and all kits passed the in-process and final qc checks. This investigation is still on-going.

Event description:
On june 5, 2017, ad-tech medical received an email from a customer stating that "during drilling this bit broke and was lodged deep to the skull". Ad-tech responded back to the customer that day to obtain additional information to help aid with the complaint investigation. To date, the customer has not responded back. It is unknown what the outcome or current status is of the patient. A supplement report will be initiated should ad-tech receive additional information relevant to this medwatch report.